Event description:
It was reported that this left ventricular (lv) lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service) on (B)(6) 2020 for an unknown reason, and then surgically explanted on (B)(6) 2025. For a new system implant. Besides surgical intervention, no adverse patient effects were reported. The lv lead is not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.